Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: initial setup #inspect the package for damage. If any damage is noticed, contact customer support immediately. #carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support #place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. #place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. #attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. #attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. #connect the other end of the collector tubing securely to a purewick external catheter (I). Troubleshooting 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. Replacing canister and tubing replace the canister and tubing for each patient according to useful life: ¿ every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle) ¿ every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle) if you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that the purewick is no longer suctioning. Advised that the original unit is past warranty. Hung up during transfer to customer service. Emailed supervisor. It's unclear if lot number was requested. Used with female flex male wicks. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the patient complained that the purewick is no longer suctioning. Advised that the original unit is past warranty. Hung up during transfer to customer service. Emailed supervisor. It's unclear if lot number was requested. Used with female flex male wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received from per customer via email on 11dec2025, it was reported that called november 29 to report purewick had no suction. They were told the office was closed on saturday due to the holiday and I would have to call back on monday. They called back on monday, december 1 multiple times was on hold trying to get support for why this section was not working. No one ever answered why I was on hold. They did call back and talk to another agent, and they said that they have not been able to get a hold of a representative to address issues with the purewick due to them being overloaded secondary to being off on saturday after thanksgiving. They did advise the representative that mom is on hospice skin integrity is a huge issue. The rep stated that there was nothing they could do if the individual that does the problem solving on the purewick did not answer the phone. Since mom is on hospice, this is a critical part of her care and obviously not getting a response is critical on how to resolve this issue. When they purchased the first purewick urine collection system, the suction worked fine however a year and a half into it. The suction was not working. They did reach out to the company that time and they did send me another unit. However, they start experiencing the same issue when they reached out the end of november this year. From their experience, it seems like these units only last about a year and a half and start having suction issues. The second unit they sent me the reference catalog number is pw200, and the sn number is (B)(6) and the date on it is 5/9/2002. The first unit they received was reference number pw200 and sn number was (B)(6) and the date is 8/22/2021. I have been purchasing the containers, which I do rinse out every day after use an air dry, and they do purchase monthly catheters which they do use for their mom overnight only which is usually 10 to 12 hours max a day. The unit is available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: initial setup: place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. Replacing canister and tubing: replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up, canister or tubing appear cloudy, canister or tubing appear discolored, canister becomes cracked, tubing becomes torn, purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Troubleshooting: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that the purewick is no longer suctioning. Advised that the original unit is past warranty. Hung up during transfer to customer service. Emailed supervisor. It's unclear if lot number was requested. Used with female flex male wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received from per customer via email on 11dec2025, it was reported that called november 29 to report purewick had no suction. They were told the office was closed on saturday due to the holiday and I would have to call back on monday. They called back on monday, december 1 multiple times was on hold trying to get support for why this section was not working. No one ever answered why I was on hold. They did call back and talk to another agent, and they said that they have not been able to get a hold of a representative to address issues with the purewick due to them being overloaded secondary to being off on saturday after thanksgiving. They did advise the representative that mom is on hospice skin integrity is a huge issue. The rep stated that there was nothing they could do if the individual that does the problem-solving on the purewick did not answer the phone. Since mom is on hospice, this is a critical part of her care and obviously not getting a response is critical on how to resolve this issue. When they purchased the first purewick urine collection system, the section worked fine however a year and a half into it. The suction was not working. They did reach out to the company that time and they did send me another unit. However, they start experiencing the same issue when they reached out the end of november this year. From their experience, it seems like these units only last about a year and a half and start having suction issues. The second unit they sent me the reference catalog number is pw200, and the sn number is (B)(6) and the date on it is (B)(6) 2002. The first unit they received was reference number pw200 and sn number was (B)(6) and the date is (B)(6) 2021. I have been purchasing the containers, which I do rinse out every day after use an air dry, and they do purchase monthly catheters which they do use for their mom overnight only which is usually 10 to 12 hours max a day. The unit is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: a UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.